Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did receive both blue reloads during this reported event for failure analysis investigations. Failure analysis found the primary failure to be related to the complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house inspection. A blade exposed icon and message will appear if the firing sequence is interrupted. The exposed component can typically be attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Additional related findings were also observed: the reload was found to have mechanical indentation damage to the knife blade. The reload was found to have cartridge damage. The location of the damage is where the exposed knife stopped. No missing material. The reload was found to have lodged staples wrapped around the exposed knife. Reload damage is typically attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument associated with this complain. Failure analysis confirmed but did not replicate the reported event. The instrument was found to have firing failures based on log review. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has not received the blue sureform 60 reload during this reported event for failure analysis investigations. A review of the logs for the sureform 60 stapler instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the stapler logs show (part number 480460-09), (lot number l11230113-0048), was installed on the system 5 times and fired 4 reloads (1 green, 1 blue, 1 green, 1 blue, in that order). On installs 1 and 3, the first clamp was successful, and the firings were completed with no pauses for compression. On installs 2 and 4, the first clamp was successful, but was followed by a firing failure. The first firing failure stopped at ~98% completion, after a duration of 37 seconds. The second firing failure stopped at ~98% completion, after a duration of 39 seconds. On install 3, no clamping or firing was attempted. There were no incomplete clamps or incomplete unclamps for this instrument. There were no additional stapler related errors in the logs. The second incident during the same procedure involving another blue sureform 60 reload is reported under medwatch report (MDR) with patient identifier #(B)(6).

Event description:
It was reported that during a da vinci-assisted gastric bypass with hiatal hernia repair with mesh procedure, there were two separate stapling issue events involving two blue sureform 60 reloads, requiring intervention. Intuitive surgical inc. (Isi) contacted the surgeon and obtained the following information. It was confirmed two separate pushout events occurred with a blue sureform 60 reload on the second and fourth firing, requiring intervention. Stomach tissue was the targeted tissue for both pushout events, the tissue had been torn due to the event and resulted in a full thickness gastric injury. As a result, a partial gastrectomy was required to repair the defect. The surgeon denies any error messages were generated when the stapling issue occurred. The sureform 60 stapler instrument executed clamping procedure without any issue but upon firing the blue sureform 60 reload (twice) the tissue was pushed out, it was noted that cadence was compression, blade advanced but pushes tissue out followed by compression for a second and more blade advancement with the completion of the tissue pushout. Malformed and unformed staples were produced during the events, no staple line was able to be evaluated as the stomach tissue had been torn. The surgeon reports use of buttress material and the tissue was clear of any bunching prior to clamping down the blue sureform 60 reloads for the firing sequence. The estimated blood loss for this event was 100cc, and was resolved by compression and re-stapling the defect in the stomach tissue. A leak test was performed without any complications. The patient is currently recovering well. When asked if there was any concern about this event causing long-term complications to the patient the surgeon responded that it would be difficult to predict. If the patient were to require a reversal of a gastric bypass it would be more challenging secondary to the partial gastrectomy that was needed to be performed due to the events. The patient is currently two weeks postoperative and there have been no reports of complications in healing and recovery other than those that occurred intra-operatively.